Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during peritoneal dialysis. There was patient involvement at the time of the alarm. The technical service representative advised the patient to end the therapy and to perform manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.